Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation - customer declined. Replacement (courtesy vial of test strips had been sent). Note: manufacturer contacted customer in a follow-up call on 19-may-2021 to ensure that the initial concern was resolved - able to establish contact with customer who stated he no longer had the true metrix meter and was no longer using the true metrix products.

Event description:
Consumer reported complaint for error message (e-0). Customer stated he had obtained the e-0 error message 15 times. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 09/30/2021 and open vial date is (B)(6) 2021. Customer was not using the proper testing technique. During the call, a blood test was performed by the customer that produced a blood glucose test result, which was not disclosed by the customer; customer was satisfied with the result obtained. The customer feels well and did not report any symptoms. Customer stated that he had been hospitalized on (B)(6) 2021 due to his diabetes, and had been discharged (B)(6) 2021. Customer stated his insulin had been increased and he had been trained on checking his blood glucose. No further details were provided.

Manufacturer narrative:
Sections with additional information as of 29-jun-2021: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.